Event description:
Dexcom was made aware on 08/25/2024, that on (B)(6) 2024, the patient e/19/experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2024. It was reported that the pediatric patient experienced a skin reaction with redness, inflammation, swelling, and infection extended beyond the patch perimeter, which occurred 6 days after the sensor had been inserted in the upper buttocks. The reaction was treated with a prescription of an oral antibiotic keflex. At the time of the report the patient was well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).